Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and the complaint regarding the medium-large clip applier not safely releasing the clip was not confirmed by failure analysis. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test multiple times.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the gripping issues with the medium-large clip applier, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the medium-large clip applier would not safely release the closed medium-large hem-o-lock clip after clipping the thymic vein. Additional maneuvers were required to release the instrument from the clip. This happened for two different clip appliers every time the clip was applied to a vessel. The surgeon expressed that this was a serious concern. The hospital informed they would send back both clip appliers for investigation. It was unknown if a fragment fell inside the patient. The procedure was completed as planned with no reported injury.